Event description:
It was reported that pump battery would not charge even though customer confirmed wall outlet was working and initially used non-tandem charging cable and wall adapter. There was no reported impact to the customer¿s blood glucose level. Customer tried a different wall adapter without success, then switched to a different charging cable, after which pump began charging; customer ultimately used non-tandem charging cable and non-tandem wall adapter, was informed that third-party charging supplies were not recommended except for troubleshooting, acknowledged this guidance, and was sent replacement charging supplies, and no further assistance was required.